Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge senior territory manager (stm) has advised that the facility¿s biomedical engineer (biomed) checked the iabp, and the connector for the display on top of the console was loose. Once the biomed reseated the connector, the display came up and worked properly.

Event description:
Customer reported that during use on a patient, on two (2) occasions the display of the cardiosave intra-aortic balloon pump (iabp) went black. Both times it occurred, the iabp was turned off and on, but after the second occurrence of the display turning black, the iabp was removed from service. No adverse event was reported.